Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise only on the ventricular rate channel that inhibited pacing and resulted in delivery of a shock. It was reported that this patient is not pacer-dependent and that pocket manipulation and isometrics were unable to recreate the oversensing. It was noted that the patient's r wave is >25 mv, the patient was pacing during the episode, and that the patient had been on the toilet at the time of the episode. The caller indicated that the patient simulated a bowel movement at nominal device sensitivity and oversensing was observed. It was noted that, when the device sensitivity was reprogrammed to least and the bowel movement simulated again, noise was observed but it was not sensed by the device.